Event description:
According to the reporter, the grabbing end of the item is bent and unable to be used. There was no reported injury or harm to the patient. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.